Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 423 mg/dl and treated with pump and blood glucose elevated to over 600 mg/dl. Customer treated with manual injection and set change and it was found that cannula was bent. Customer declined troubleshooting for high blood glucose. Serter would be replaces as customer was having difficulties with serter.